Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided in relation to this reported event. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records provided only confirm that a left total hip replacement is in situ. Additional records relating to the left side were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). G2: foreign: united kingdom. Proposed component code: mechanical (g04): stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a bilateral hip arthroplasty and was implanted with zimmer biomet products. The patient was revised in the right hip due to the stem implant fracturing. The patients report to be suffering from pain due to the implant in the left hip. Attempts have been made and no additional information is available.

Event description:
It was reported by legal that a patient had an initial left total hip arthroplasty performed. Subsequently, the patient has reported ongoing pain and decreased quality of life since the implantation. Patients relay fear of not being able to walk unaided in the future. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a2, a3, a4, b1, b2, b3, b5, b7, d1, d4, d6a, d10, g3, g6, h2, h4, h6. D10: 00875200832 32mm i.d. Size gg elevated rim liner use with 48mm o.d. Size gg shell 66043601. 00875704801 48mm o.d. Size gg porous uncemented with cluster holes shell use with gg liners 66057871.